Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse suggested replacing the gui to bd cable and emr cable. Covidien not authorized to evaluate the device.